Manufacturer narrative:
(B)(4) - difficult deployments are discussed in the IFU. Event evaluation: still under investigation.

Event description:
The vascular surgeons implanted the main body on (B)(6) 2014. After pulling off the ipsilateral triggerwire, they docked the grey dilator with the top cap successfully. After this they moved the grey dilator with the top cap back and a part of the bare stent moved also back. One part of the bare stent was fixed with the grey dilator. It could loosen by moving the grey dilator back (upwards) but a half of the barestent stayed in the same position (inside of the graft). The pt is fine. Update received (B)(4) 2104: the main body was implanted in the usual way: below the lowest renal artery, cannula of the contralateral limb, released the top cap triggerwire, they pulled the top cap to open the bare stent, opened the ipsilateral remaining limb and released the ipsilateral wire guide, after this they docked the grey positioner to the top cap with the dilator tip by opening the pin vise and advancing the grey positioner until it docks with the top cap above the bare stent. Then it happened that a part of the bare stent came together with the dilator back and was fixed with the dilator. The team in the operating room tried to release the bare stent by moving the dilator back upwards and opened the pin wise. The dilator could move free but the parts of the bare stent stayed further in position. They stayed inside of the graft and the main body was not approx 2-3cm below the lowest renal artery. The pt will need an additional procedure to treat the 50mm abdominal aneurysm soon. The physicians will try an endovascular repair with a cuff if possible. This depends on the post operative CT scan. The complainant did not report any adverse effects on the pt due to this occurrence. It is indicated that the second intervention will be (B)(6) 2014. No additional info has been provided by the reporter as of (B)(4) 2014.